Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file indicates it is possible that the plasma line may have been occluded during a portion of the procedure. If the plasma line does not contribute properly to the platelet pump it is possible the flow through the lrs chamber could be higher than expected by the system. This could allow some wbcs to escape and contribute to the higher than expected wbc content reported for this collection. Orientation of the hex in the hex holder may contribute to the above. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(4). The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leuko reduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.